Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, organism, medication records, causality) were unsuccessful. Follow up with the patient¿s spouse revealed her husband did not require hospitalization due to the peritonitis and is recovering from the serious adverse event(s). The patient continues to utilize the same liberty select cycler without any reported issues.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis. The etiology of the serious adverse event is unknown; therefore, causality could not firmly be established. However, during follow up the patient¿s spouse did not report any fresenius device(s) and/or product(s) malfunctions or deficiencies. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. Per the patient¿s spouse, the patient continues to utilize the same liberty select cycler without reported issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, organism, medication records, causality) were unsuccessful. Follow up with the patient¿s spouse revealed her husband did not require hospitalization due to the peritonitis and is recovering from the serious adverse event(s). The patient continues to utilize the same liberty select cycler without any reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.